Event description:
Customer claims, the alarm has power, but damage on the port terminal. Also the wires that are attached to the port terminal are damaged. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). The product has been requested but has not been received.